Manufacturer narrative:
The insulin pump received with no blank display noted. The insulin pump received motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to constant motor error alarm during rewind. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and then the display went blank. The blood glucose at the time of the alarm was unknown. Blood glucose at the time of the blank display was 201 mg/dl. Troubleshooting was not able to resolve the issue. The display remained blank after cleaning the battery cap and inserting a new battery. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.